Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that the device had software slowness problems. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device was experiencing slowness with loading the software. It was recommended to use the software support tool. The software support tool was attempted, but the issue persists. The customer called back with the same issue, as the software support tool was attempted and the issue persist. The customer requested to order the processor pca assembly. Together, both the processor pca assembly and the som (system-on-module) pca assembly were ordered and sent to the customer. We are expecting the return of the faulty components. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. The device remains at the customer site. Based on the information available, the cause of the reported problem was an apparent component failure. The root cause of the reported problem could not be confirmed because the component was not returned for additional investigation. The reported problem was confirmed. H3 other text : the root cause of the reported problem could not be confirmed because the component was not returned for additional investigation. The reported problem was confirmed.

Manufacturer narrative:
The complaint is escalated for a technical complaint investigation and the results indicated no problem found with som pca and processor pca. Due to software mismatch, device experienced software slowness problems. Based on the information available and results of additional analysis, cause of the reported problem is due to software mismatch in som pca and processor pca. The reported problem is confirmed.